Event description:
It was reported that the device had communication error while running on patient with 4 inotropes. There was patient involvement, but harm is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that pcu had communication error while running was confirmed during the log review. The suspect pcu was powered on. During boot up the pcu did not display any errors or malfunctions. Basic infusions were programmed in the devices; the infusions were completed successfully after 24 (twenty-four) hours with no errors or malfunctions. Preventative maintenance (pm) testing was performed on the suspect pcu s/n 14300159. The asm pm task completed successfully without any observed errors or malfunctions. The event date and time were not reported. The suspect pcu error log showed 13 (thirteen) error codes 800.8000 on 15 july 2025 at 8:02 pm. The error code 800.8000 indicates a software fault. A review of the pcu event log showed no record of the malfunction. The system logs were provided to bd software engineering for analysis to determine the 800.8000 (general os failure) error. Bd software engineering indicates that the errors 800.8000 have been caused by a memory leak. Once the network is misconfigured, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released. Over time, this builds up a memory shortage on the pcu. Eventually, the pcu runs out of memory and triggers the system error. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the report issue that pcu had communication error while running is being attributed to 800.8000 software errors. Bd software engineering indicates that the errors 800.8000 have been caused by a memory leak in the network card. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had communication error while running on patient with 4 inotropes. There was patient involvement, but harm is unknown. Although requested, no additional information was provided.